Event description:
It was reported that that when patient is standing at church and the pa sound system is next to them, the battery feels weird in their chest. The caller did not know when this occurred. The patient did not experience any changes in therapy or shocking sensations. Caller wanted to know if there was any interference with pa sound systems or anything like that with the battery. Tech services reviewed information about emi or device interference.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.